Manufacturer narrative:
Summary of evaluation - the foot switch voltage has to read between 2.35 and 2.65 to be recognized by the hand piece. This was verified. The hand piece was recognized. The footswitch voltage has to be between 2.65 volts to 5 volts in order to activate the hand piece motor. It does reach the minimum (2.65) even though we moved the board as close as it could be. It would not reach the correct voltage level to activate the hand piece motor. This test documents that the board is defective causing the hand piece to be recognized by the hand piece but not activate the hand piece.

Event description:
It was reported that during a surgical procedure that the surgeon had a faulty footswitch, the patient was on the table and the surgeon had to carry on with the procedure using other instruments. The patient bled in the recovery room and had to be repacked.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a surgical procedure that the surgeon had a faulty footswitch, the patient was on the table and the surgeon had to carry on with the procedure using other instruments. The patient bled in the recovery room and had to be repacked.